Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), embedded device ('it had become embedder in the mesentery itself') and device dislocation ('migration of essure device location of device: mesentery\failure to occlude fallopian tube(s)') in a 32-year-old female patient who had essure (batch no. 626278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"), 3 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s) ¿ laparoscopic removal of foreign body). Essure was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, embedded device and device dislocation outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, device dislocation and fallopian tube perforation to be related to essure. The reporter commented: discrepancy in essure insertion dates : ??-(B)(6) 2007 on the left side, only one coil was visible after deployment, on the right, approximately 3-4 coils were present in the cavity at this point, right tubal ostium was appreciated with distinct coil present. Desiccation was performed in two contiguous locations just above the level of coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: migration of essure device; on (B)(6) 2008: unilateral occlusion (right tube occluded. Concerning the injuries reported in this case, the following events were extracted from medical record :embedded device lot number: 626278 manufacture date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), embedded device ('it had become embedded in the mesentery itself') and device dislocation ('migration of essure device location of device: mesentery\failure to occlude fallopian tube(s)') in a (B)(6) female patient who had essure (batch no. 626278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"), 3 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s) ¿ laparoscopic removal of foreign body). Essure was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, embedded device and device dislocation outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, device dislocation and fallopian tube perforation to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2007. On the left side, only one coil was visible after deployment, on the right, approximately 3-4 coils were present in the cavity at this point, right tubal ostium was appreciated with distinct coil present. Desiccation was performed in two contiguous locations just above the level of coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: migration of essure device; on (B)(6) 2008: unilateral occlusion (right tube occluded. Concerning the injuries reported in this case, the following events were extracted from medical record :embedded device. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received : previously reported event "injury nos" was deleted and was updated to abdominal pain. Essure model number was changed from essure (205) to essure (305). Case was updated from other event to incident. Lot number added. Following events were added : pain abdominal, perforation (fallopian tube(s)), it had become embedded in the mesentery itself, migration of essure device location of device: mesentery. Reporter information added. Concomitant conditions and product added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.